Event description:
It was reported that the patient went to the emergency room because of a syncopal episode. It was also reported that CT scan was required because the patient hit a sink upon passing out. Follow up was attempted for further information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.